Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that they attached the needle to 65 flu vaccine and pressed plunger to get air out of syringe. Vaccine started leaking around leur lock hub and not up needle. Then they placed a new needle which doesn't give issue. The event occurred immediately on use with the patient, during removal at the end of therapy. There was no medical intervention required, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was received for device analysis. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.